Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(6). Original implant date sometime in 2014. Device history records was conducted. The report indicates that the: part mfg date:08/01/2014.part exp. Date: n/a DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows lot# 7749705 of 11.0mm ti helical blade was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Disposition: unconfirmed. Comments: a review of the raw material device history record revealed this lot (7264892) met all specifications with no anomalies noted.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient experienced pain after he was treated with a trochanteric fixation nail (tfn). In 2014, a patient was originally implanted with a tfn for a left intertrochanteric fracture. It was reported that the patient's bone was characterized as "bad". Subsequently, the patient experienced pain. On (B)(6) 2016, the patient underwent hardware removal of tfn, helical blade and screw; he was revised to a total hip. There was no surgical delay. The procedure was successfully completed and patient outcome was reported as fine. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Retract statement "patient age not provided" we have the patient's age. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.